Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. A review of the downloaded data log found "shutdown receiver" errors related to the customer complaint. The receiver case was opened for further evaluation and passed. A discharge test was performed and the receiver repeated the failure shutting down for low battery at 99%. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.